Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Remotefe showed (B)(4) u-02 error on (B)(6) 2025. During visual inspection, bezel had a crack top left corner and the heat sink paint was faded. The unit was installed onto a golden system and functioned as expected.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting u-02 faults on their integrated electrosurgical unit (iesu) [erbe]. Technical support engineer (tse) had them remove the power cable and three activation cables. Then, only hook up the power cable and it faults at power up. Tse recommended to use another vision side cart (vsc) that had a bad patient side cart (psc). Went to hook that up and it was getting c-33 faults. Also, customer hard power cycled it and fault came back again at power up. Tse recommended using the force triad and the activation cable. The procedure was completing as planned with no reported injury.